Event description:
It was reported that during a laparoscopic distal gastrectomy procedure, a teardrop-shaped clip was fed into the jaws at the 5th firing. Although the malformed clip fell into the patient, it was retrieved with a forceps via a trocar. After that, a clip came out without grasping the trigger. There was no unexpected resistance or noise. There was no torquing or twisting. Although all clips were fired after this event, the same event did not occur. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. Upon cycling the device, it was noted to be empty and locked out. The instrument is designed to lock out after all the clips have been fired; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "will not fire" (activation of the lock out mechanism). The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining. No conclusion could be reached as to what may have caused the event reported. No incident related to the reported event was observed during the batch record review.